Event description:
Closure of a 16cm incision (hip fracture). No supporting sutures utilized to relieve excessive tension on the wound edges prior to device use. The wound looked satisfactory immediately post-op. The wound experienced a great deal of swelling and edema in the initial 3 days post-op. Partial (approximately 5-6 cm) dehiscence occurred on post-operative day 3 requiring surgical intervention for re-closure.